Event description:
It was reported that intermittent malfunction alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer opted to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted.